Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator door jammed. The customer reported that the user was able to retrieve medication from another station and there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was constanty failing. A field service engineer replaced the latch and harness to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.